Event description:
Additional information received noted that regarding was the patient undergoing a trial, it was noted: yes, an advanced evaluation. Regarding did the manufacturer's representative have any knowledge of the lack of effect, it was noted: no, the patient did not see any results and physician was going to remove lead. Regarding did the patient experience any symptoms due to lack of effect, it was noted: n/a. Regarding had the described device issue been resolved, it was noted that the manufacturer's representative did not know.

Event description:
It was initially reported on (B)(6) 2015 that the patient was going to have a lead removal done but had a heart attack before she even checked into the hospital. Patient status at the time of the reporting was alive - no injury. It was later reported on (B)(6) 2015 there was not a 50% or greater symptom reduction. Reprogramming was noted. The event cause was not determined; unknown if it was device related. The patient was recovered without permanent impairment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889, lot # unknown, implanted: (B)(6) 2015, product type lead. (B)(4).